Manufacturer narrative:
(B)(4).the service engineer (se) evaluated the ventilator and verified the malfunction. The se replaced the graphic user interface (gui) printed circuit board (pcb) and updated the hardware on the backlight inverter printed circuit boards (pcbs). The unit passed extended self-testing.

Event description:
Report received that ventilator had an erratic display. There is no report of a patient being on the ventilator at the time of the event.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.